Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Initial angiography showed the length from the lowest renal artery to the hypogastric artery was 15 cm. After an rlt311417 was advanced into position and slow deployment of the proximal end was initiated, imaging reportedly showed that the trunk would land 7-10 mm too long in the left iliac artery (lia). Forward pressure was reportedly placed on the trunk to push the device proximally during deployment. However, the device reportedly deployed without moving and unintentionally covered the left hypogastric artery. An attempt was made to push the device proximally using a balloon, but the device would not move. The device was left in place, and final angiography showed slight patency of the left hypogastric artery. The patient was taken to the intensive care unit in stable condition. Later that evening, the patient complained of abdominal pain and was brought back to the operating room. It was reported that an attempt was made without success to gain access into the left hypogastric artery via the brachial artery. A CT scan reportedly showed that the trunk was in its original deployment position and extended 1 cm into the external iliac artery. It was reported the patient¿s bowels and large intestines appeared necrotic, and the bowel ischemia was reportedly caused by the coverage of both the inferior mesenteric artery and left hypogastric artery. On an unknown date, a colostomy was performed to remove the large intestines. It was reported the patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.